Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted the hp with clearing the alarm, then explained a se 2240 indicates a large amount of air has entered the setup and that the hp needs to end therapy and start over with new supplies, or finish with manual supplies and contact their nurse. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The hp stated they did not use manual supplies that evening, instead they reset the machine with new supplies. The hp stated they have not spoken to their registered nurse (rn) regarding the alarm yet. They stated therapy has been going fine since the call. The hp stated that they do not have samples and cannot recall the lot number. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.